Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the percutaneous reference cross pin frame was not locking. There was no patient involvement.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.